Event description:
It was reported that the bluetooth icon blinking during signal loss was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).